Manufacturer narrative:
B3-date of event is estimated. A4-patient weight ID unknown. D6b- date of explant is unknown. During processing of this incident, attempts were made to obtain complete event, patient. Information. Further information was requested but not received.

Event description:
It was reported the patient was experiencing burning sensation at the pocket site while charging and as such surgical intervention was undertaken and the system was explanted at an unknown date.

Manufacturer narrative:
The investigation for CAPA 118058 associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.